Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 2 infusion sets adhesive on (B)(6) 2024. The patient reported infusion set fell off while doing physical activity/sweating, swimming, or bathing. The first set was used for little over than 24 hours and the other for 4-6 hours.. The patient replaced infusion set and also replaced their cartridge during first event and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.